Event description:
Customer reported the insulin pump alarmed sensor error. Customer's blood glucose level was 163 mg/dl. Troubleshooting performed for sensor error. The sensor was inserted (B)(6) 2014 in the upper quadrant of the abdomen. Alarmed while sleeping and before initialization. Customer was advised sensor required more time to stabilize. Customer inserting techniques is good. The sensor appears fully inserted and flat on the skin. No further information reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and 1 used enlite sensor showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.